Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant"), device dislocation ("migration of implant / one was sticking out of my fallopian tube and the other was halfway in the uterus"), embedded device ("left the other portion of coil where it was embedded") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. A78080,g61263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, hypertension since 2012 and shortness of breath. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and back pain ("lower back pain"). In 2014, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), stress ("stress"), inflammation ("inflammation"), skin disorder ("rashes or skin conditions type: skin changes"), palpitations ("heart palpitations"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and endometriosis ("surgery (other) - type of surgery: 2 endometriomas"). The patient was treated with surgery (bilateral removal of fallopian tubes, oophorectomy, hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, device dislocation, embedded device, abdominal pain lower, stress, inflammation, menorrhagia, skin disorder, migraine, palpitations, dyspareunia, nausea, tooth disorder, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, back pain and endometriosis outcome was unknown and the vaginal haemorrhage, headache, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, headache, inflammation, menorrhagia, migraine, nausea, palpitations, perforation, skin disorder, stress, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had surgery to remove the essure implant in (B)(6) 2014 and (B)(6) 2016. Right: 2 coils left: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: coil sticking out of tube and 1 partly in uterus; in (B)(6) 2016: partial broken coil. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: nausea, fatigue, heart palpitations, headaches. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs+mr received, lot number received, reporter added, event added as :- abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: skin changes, migraines / headaches, blood or heart disorder/condition type: heart palpitations,migration of essure device location of device: one was sticking out of my fallopian tube and the other was halfway in the uterus, salpingectomy (bilateral removal of fallopian tubes), nausea, dental problems, nickel allergy, dysmenorrhea(cramping), oophorectomy (bilateral removal of ovaries), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, hair loss, back pain, surgery (other) - type of surgery: 2 endometriomas, concomitant condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device breakage ("fracturing of the implant"), device dislocation ("migration of implant / one was sticking out of my fallopian tube and the other was halfway in the uterus"), embedded device ("left the other portion of coil where it was embedded") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, hypertension since 2012 and shortness of breath. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and back pain ("lower back pain"). In 2014, the patient experienced nausea ("nausea") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), stress ("stress"), inflammation ("inflammation"), skin disorder ("rashes or skin conditions type: skin changes"), palpitations ("heart palpitations"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and endometriosis ablation ("surgery (other) - type of surgery: 2 endometriomas"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes,oophorectomy,hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, device dislocation, embedded device, abdominal pain lower, stress, inflammation, menorrhagia, skin disorder, migraine, palpitations, dyspareunia, nausea, tooth disorder, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, back pain and endometriosis ablation outcome was unknown and the vaginal haemorrhage, headache, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, endometriosis ablation, fatigue, headache, inflammation, menorrhagia, migraine, nausea, palpitations, perforation, skin disorder, stress, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had surgery to remove the essure implant in july 2014 and july 2016. Right: 2 coils left: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on 1-aug-2013: coil sticking out of tube and 1 partly in uterus; in june 2016: partial broken coil. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: nausea, fatigue, heart palpitations, headaches. Lot number g61263 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('fracturing of the implant/ one being broken'), device dislocation ('migration of implant / one was sticking out of my fallopian tube and the other was halfway in the uterus/ sticking out into abdomen'), embedded device ('left the other portion of coil where it was embedded'), device expulsion ('coils sticking into my uterus/ saw coil in the uterus and pulled it') and menorrhagia ('abnormal bleeding (menorrhagia)/ heavy/clotting periods') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2001 to (B)(6) 2012. Concurrent conditions included hypertension since 2012, overweight and shortness of breath. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("lower back pain"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/ I am tired") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2014, the patient experienced palpitations ("heart palpitations"), nausea ("nausea") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), stress ("stress"), inflammation ("inflammation"), skin disorder ("rashes or skin conditions type: skin changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("had 2 endometriomas") and insomnia ("cannot fall asleep /stay awake all neight"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes,oophorectomy, hysterectomy and salpingectomy (bilateral removal of fallopian tubes,oophorectomy, hysterectomy, ablation, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, device dislocation, embedded device, abdominal pain lower, stress, inflammation, menorrhagia, skin disorder, migraine, palpitations, dyspareunia, nausea, tooth disorder, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, back pain, endometriosis and insomnia outcome was unknown and the vaginal haemorrhage, headache, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, headache, inflammation, insomnia, menorrhagia, migraine, nausea, palpitations, perforation, skin disorder, stress, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had surgery to remove the essure implant in (B)(6) 2014 and (B)(6) 2016. Right: 2 coils left: 0 coils first hsg showed that I had a coil sticking out of my tube and one partly in uterus and although no dye had been visualized going past the coil, they couldn't confirm with 100% accuracy closure of tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram pelvis - on an unknown date: impression: ,malposition of right essure outer coil. The coil of right essure device is not present. The left essure device appears to be in correct position.. Hysterosalpingogram - on (B)(6) 2013: results: coil sticking out of tube and 1 partly in uterus results: unilateral occlusion (left tube occluded).; in (B)(6) 2016: results: partial broken coil.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: nausea, fatigue, heart palpitations, headaches. Lot number g61263 reported is inv. Concerning the injuries reported in this case, the following ones were reported via social media: insomnia,device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs & social media received. Surgery was updated. Event added from social media:coils sticking into my uterus/ saw coil in the uterus, cannot fall asleep, pt updated for 2 endometriomas removed. . Event onset date was added. Historical drug, lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('fracturing of the implant/ one being broken'), device dislocation ('migration of implant / one was sticking out of my fallopian tube and the other was halfway in the uterus/ sticking out into abdomen'), embedded device ('left the other portion of coil where it was embedded'), device expulsion ('coils sticking into my uterus/ saw coil in the uterus and pulled it') and menorrhagia ('abnormal bleeding (menorrhagia)/ heavy/clotting periods') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2001 to (B)(6) 2012. Concurrent conditions included hypertension since 2012, overweight and shortness of breath. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("lower back pain/mid back pain"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/ I am tired") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2014, the patient experienced palpitations ("heart palpitations"), nausea ("nausea") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), stress ("stress"), inflammation ("inflammation"), skin disorder ("rashes or skin conditions type: skin changes"), tooth loss ("dental problems / middle tooth fell out leaving large hole"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("had 2 endometriomas") and insomnia ("cannot fall asleep /stay awake all neight"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes,oophorectomy,hysterectomy and salpingectomy (bilateral removal of fallopian tubes,oophorectomy,hysterectomy, ablation, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, device dislocation, embedded device, abdominal pain lower, stress, inflammation, menorrhagia, skin disorder, migraine, palpitations, dyspareunia, nausea, tooth loss, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, back pain, endometriosis and insomnia outcome was unknown and the vaginal haemorrhage, headache, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, headache, inflammation, insomnia, menorrhagia, migraine, nausea, palpitations, perforation, skin disorder, stress, tooth loss, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had surgery to remove the essure implant in (B)(6) 2014 and (B)(6) 2016. Right: 2 coils left: 0 coils first hsg showed that I had a coil sticking out of my tube and one partly in uterus and although no dye had been visualized going past the coil, they couldn't confirm with 100% accuracy closure of tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Computerised tomogram pelvis - on an unknown date: impression: ,malposition of right essure outer coil. The coil of right essure device is not present. The left essure device appears to be in correct position.. Hysterosalpingogram - on (B)(6) 2013: results: coil sticking out of tube and 1 partly in uterus results: unilateral occlusion (left tube occluded).; in (B)(6) 2016: results: partial broken coil.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: nausea, fatigue, heart palpitations, headaches. Lot number g61263 reported is inv. Concerning the injuries reported in this case, the following ones were reported via social media: insomnia,device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-may-2020: pfs received: event coding changed from tooth disorder to tooth loss. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device breakage ('fracturing of the implant/ one being broken'), device dislocation ('migration of implant / one was sticking out of my fallopian tube and the other was halfway in the uterus/ sticking out into abdomen'), embedded device ('left the other portion of coil where it was embedded'), device expulsion ('coils sticking into my uterus/ saw coil in the uterus and pulled it') and menorrhagia ('abnormal bleeding (menorrhagia)/ heavy/clotting periods') in an adult female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill from 2001 to (B)(6) 2012. Concurrent conditions included hypertension since 2012, overweight and shortness of breath. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("lower back pain/mid back pain"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/ I am tired") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2014, the patient experienced palpitations ("heart palpitations"), nausea ("nausea") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), stress ("stress"), inflammation ("inflammation"), skin disorder ("rashes or skin conditions type: skin changes"), tooth loss ("dental problems / middle tooth fell out leaving large hole"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ("had 2 endometriomas") and insomnia ("cannot fall asleep /stay awake all neight"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes,oophorectomy,hysterectomy and salpingectomy (bilateral removal of fallopian tubes,oophorectomy,hysterectomy, ablation, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device breakage, device dislocation, embedded device, abdominal pain lower, stress, inflammation, menorrhagia, skin disorder, migraine, palpitations, dyspareunia, nausea, tooth loss, allergy to metals, dysmenorrhoea, vaginal discharge, weight increased, back pain, endometriosis and insomnia outcome was unknown and the vaginal haemorrhage, headache, fatigue and alopecia had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, headache, inflammation, insomnia, menorrhagia, migraine, nausea, palpitations, perforation, skin disorder, stress, tooth loss, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had surgery to remove the essure implant in (B)(6) 2014 and (B)(6) 2016. Right: 2 coils left: 0 coils first hsg showed that I had a coil sticking out of my tube and one partly in uterus and although no dye had been visualized going past the coil, they couldn't confirm with 100% accuracy closure of tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was(B)(6) . Computerised tomogram pelvis - on an unknown date: impression: ,malposition of right essure outer coil. The coil of right essure device is not present. The left essure device appears to be in correct position.. Hysterosalpingogram - on (B)(6) 2013: results: coil sticking out of tube and 1 partly in uterus results: unilateral occlusion (left tube occluded).; in (B)(6) 2016: results: partial broken coil.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: nausea, fatigue, heart palpitations, headaches. Lot number g61263 reported is inv. Concerning the injuries reported in this case, the following ones were reported via social media: insomnia,device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event coding changed from tooth disorder to tooth loss. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), stress ("stress") and inflammation ("inflammation"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, device breakage, perforation, abdominal pain lower, stress and inflammation outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, inflammation, perforation and stress to be related to essure. The reporter commented: she had surgery to remove the essure implant in (B)(6) 2014 and (B)(6) 2016. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.